Event description:
In 2008, the pt reported that while removing her insulin cartridge from the infusion device the plunger became stuck to the piston rod causing 315 units of insulin to spill into the cartridge compartment. The pt poured the insulin from the cartridge compartment and was able to remove the plunger from the piston rod. She dried the cartridge compartment with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.